Manufacturer narrative:
The t:flex pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced inaccurate fill estimates intermittently for the past 3 months. On (B)(6) 2016, the cartridge was filled with 480 units and the customer called tandem technical support as the customer thought the fill estimate of over 400 units was inaccurate. Additionally, the customer was not removing the air out of the cartridge during the load process. Tandem technical support educated the customer on insulin gauge calculations and the proper load technique, and explained that the customer was receiving an accurate fill estimate. The customer's blood glucose level was 212 mg/dl.